Event description:
The lens was damaged in the delivery device.

Manufacturer narrative:
The reported malfunction was duplicated and isolated to the bridge board. Testing of the bridge board identified a faulty insulated gate bi-polar transistor and resistor.